Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. Reportedly, the customer would troubleshoot the issue on their own and insulin would not be observed exiting the infusion set tubing; it was not confirmed whether insulin would exit the cartridge tubing. The customer's blood glucose (bg) level was 300mg/dl and manual injections were administered to address the bg level. Reportedly, the customer uses apidra insulin in their cartridge and is working on switching to novolog insulin. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.